Manufacturer narrative:
Eval: method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2008, the pt was implanted with an scs system. On (B)(6) 2010, the pt reported to his doctor that he felt a heating sensation at the ipg site. The pt only recharges every 6-8 weeks and could not recall if the heating occurs during charging. The pt also stated that when exercising, he feels a ripping sensation under the ipg incision site. The doctor plans to take an x-ray of the ipg site when the pt comes in for his six month check up.